Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "broken impactor found in central sterile. The impactor broke during insertion of adm in surgery." There was no adverse pt consequences.